Manufacturer narrative:
H4: device manufacture date for lot # gd911764: 07/22/22 to 08/02/22 and d4: expiration date: 01/31/24. H4: device manufacture date for lot # gd911795: 08/02/22 to 08/11/22 and d4: expiration date: 02/29/24. H4: device manufacture date for lot # gd911931: 09/02/22 to 09/09/22 and d4: expiration date: 03/31/24. H4: device manufacture date for lot # gd912099: 10/14/22 to 10/21/22 and d4: expiration date: 04/30/24. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the symptoms began on an unspecified date in (B)(6) or (B)(6) 2023. D4: lot #: gd911795; gd911931; gd911764; gd912099. H9: correction/removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a staphylococcus infection ¿about a month ago¿. According to the reporter the symptoms began five to six months ago. The caregiver reported they were unsure if it was caused by the recalled minicaps; therefore, the cause will remain unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics, a steroid injection and unspecified antifungal medication. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.